Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.